Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD)was pulled from archives to examine for potential leakage in the mlcc battery bypass capacitors.